Event description:
It was reported that a malfunction alarm occurred with a pump in ireland, specifically malfunction 12 with fault ID 12-0x2071. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, but the malfunction code recurred after resetting. As a result, the pump was confirmed for replacement, and the customer was provided with instructions to return the problematic pump using a pre-paid label within 10 days. The caller acknowledged the instructions and was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.